Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full-height drawer 6 on the main device was not detected on the communication bus. A field service engineer replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the main drawer 6 failed, which hindered users from accessing medication for a patient. This malfunction resulted in a delay in patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.